Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The reported event of skiving and needle insertion difficulty was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and evidence of skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the insertion difficulty and skiving is consistent with not following the instructions for use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing ref: 3005334138-2019-00403. During the procedure, insertion difficulty was noted with two introducers and the devices were fractured or shaved internally. The stylet was used and the needle was reshaped. The introducer was replaced with a third device and the issue resolved. There were no adverse consequences to the patient..